Event description:
A customer contacted beckman coulter inc. (Bci), regarding elevated troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for three (3) patient samples. Patient a: the initial accu tni result was 0.54ng/ml and 0.20ng/ml upon repeat. On the next day, a fresh sample was collected from the patient and tested for accu tni multiple times and results were in the range of 1.51ng/ml to 2.25ng/ml. The sample was tested on a different instrument in the customer's lab and accu tni result was 0.02ng/ml. Patient b: two samples were tested for accu tni multiple times and results were: 1.16ng/ml to 2.92ng/ml. The 2nd sample was tested on a different instrument in the customer's lab and accu tni result was 0.02ng/ml. Patient c: the initial accu tni result was 1.57ng/ml and 1.65ng/ml upon repeat. The sample was tested for accu tni on a different instrument in the customer's lab and a result of 0.02ng/ml was obtained. The results were reported out of the lab. No death, serious injury, or change to patient treatment has been reported to bci in conjunction with this event.

Manufacturer narrative:
Qc was within specification before the event. Qc performed following the event failed. A system check ran after the event partially failed. The samples were collected in lithium heparin plasma tubes with gel and centrifuged at 3,000 rpm for 6 minutes. A field service engineer (fse) was dispatched to the customer's lab on (B)(6) 2007: the customer clarified to the fse that the erroneous results occurred after maintenance had been performed. The fse found dispense probe 2 tubing had broken away and was leaking into unit. The probe was replaced by the customer and system check passed within specifications. The fse checked and cleaned unit of dried buffer. The fse conducted diagnostic testing and all results passed. The fse ran 15 reps of two levels of qc and obtained passing results. In a follow up with the customer on (B)(6) 2007 no further issues were reported. The fse verified repair per established procedures and results met specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report. (B)(4).